Event description:
It was reported that the injection valve in the foley catheter leaked water, making it impossible for the balloon to maintain the shape. It was stated that the catheter fell out of the patient's body. Per follow up information received via ibc on 27may2022, it was stated that the user had difficulty in inflating the foley catheter balloon. Per follow up information received via ibc on 31may2022, it was stated that leakage was there at the valve to balloon port during inflation. Per follow up information received via ibc on 10jun2022, it was stated that there were no holes or tears in the catheter balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive because of poor sample condition. It was unknown whether the product had caused the reported failure. Based on the attached photo, no abnormalities and visual defect was observed on the sample. However, the reported event could not be confirmed due to poor sample condition. Further functional testing could not be performed if only based on the attached photos. Therefore, the reported event is inconclusive due to poor sample condition. A potential root cause for this failure could be due to collapsed / pinched inflation lumen under the balloon or along the shaft. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿applicable scope: foley catheters are intended for use in the drainage of urine from the bladder of children and adults. Caution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not re-sterilize. For urological use only. Before using, please inspect visually whether products are all complete or surface wear. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the valve may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Storage: catheters need to be stored at room temperature and away from direct light, preferably stored in the original packing box. Caution: federal (USA) law restricts this device to sale by or on the order of a physician.¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the injection valve in the foley catheter leaked water, making it impossible for the balloon to maintain the shape. It was stated that the catheter fell out of the patient's body. Per follow up information received via ibc on 27may2022, it was stated that the user had difficulty in inflating the foley catheter balloon. Per follow up information received via ibc on 31may2022, it was stated that leakage was there at the valve to balloon port during inflation. Per follow up information received via ibc on 10jun2022, it was stated that there were no holes or tears in the catheter balloon.